Manufacturer narrative:
Other, other text: additional information was received indicating the issue was found during testing, there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm silenced: cassette not attached properly was recorded in history. During analysis, the reported issue was unable to be duplicated, the error code 42224 was in event history only once. The code will be cleared during the preventive maintenance procedure. The downstream occlusion (dso) will be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 42224 and failed downstream occlusion calibration. No adverse effects were reported.